Event description:
It was reported that cartridge alarm 30 occurred and customer saw blood glucose reading displayed as high, although exact value was unknown. Customer delivered correction bolus using pump without needing third-party assistance, and technical support confirmed repeated cartridge alarms with consecutive cartridges and arranged pump replacement.